Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device was not properly loaded and needle fell into the patient but it was retrieved. It was also noted that the device was difficult to load, toggle and unload. No patient injury.